Event description:
A caller reported a malfunction on their pump, specifically with a malfunction code identified as malf 12. There was no adverse impact on the customer¿s blood glucose level from this issue. Technical support provided the caller with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was informed to continue using the pump and to call back if the issue reappeared.